Event description:
Baxter received a report stating that during the operation, trusystem 7500 table top collapsed without any input from the nursing staff. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Manufacturer narrative:
The surgical table is intended for the following use: ¿ patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia ¿ task-related patient transfer within the operating theatre ¿ for applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. During on-site investigation a baxter field service technician exchanged the main lift spindle of the operating table as it was expected this caused the allegation from the customer. After the exchange the device was tested and it was working as intended. A further investigation of the main lift spindle indicated no defect or malfunction. The reported fault could not be reproduced. A root cause was not established. Baxter will monitor potential further complaints. Based on this, no further actions are necessary at this time.

Event description:
Baxter received a report stating that during the operation, trusystem 7500 table top collapsed without any input from the nursing staff. No harm or significant impact to the surgical procedure was reported.